Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed. This MFR. Report addresses patient 7 of 10. The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal kitted swab. Repeat testing was performed at another location with negative results. Molecular confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.